Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported that impedance measurements were not taken. The patient had a cardioversion on (B)(6) 2016 due to a heart condition. The hcp thought that the patient's therapy was not working properly since the patient was voiding very little. They gave the patient a diuretic on the morning of (B)(6) 2016. The patient did not turn the therapy off for the cardioversion. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, cause, troubleshooting performed, circumstances that led to the event, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.